Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event; however, provided information suggested the size device implanted at revision surgery did not achieve the desired results. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised because the femur was undersized.